Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 22-may-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the video connector contact failure of the subject device. The video connector contact failure might have been occurred due to the damage/corrosion of the video connector contacts, or adhesion of foreign objects to the video connector contacts by the user handling during transportation, storage, using, reprocessing, etc. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed and the interface failure of the subject device was occurred at the unspecified timing. At the incoming inspection for the repair, olympus (B)(4) checked the subject device. It was found that the video connector contacts of the subject device were poor and it was the stripe image. There was no patient injury associated with this report.